Manufacturer narrative:
A supplemental MDR is being submitted for a completion of the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10. The product was returned; therefore, a product evaluation was completed. As the device was returned, visual inspection and dimensional testing were completed. Due to the nature of the complaint and condition of the returned device, no functional testing was able to be performed. The returned device was visually examined and the following was observed: sheath shaft curved and twisted. Liner fully expanded. Liner torn for 13cm in length, starting 7cm from distal strain relief. Distal tip open along axial scoreline. Distal tip torn radially along distal edge of liner. Distal tip split with stretching. Liner folded inwards and bunched towards sheath hub, with partial delamination at distal tip. Stress marks on hdpe at distal tip. Radial and slant score lines present at tip. Scratches on sheath shaft at distal tip and soft tip damaged. Procedural imagery was provided, and the following was observed: valve strut bent outwards on the inflow side of the valve after exiting the esheath+ distal tip. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to introduce and navigate the catheter through anatomy. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The commander with s3u and esheath+ introducer set IFU's were reviewed. Warnings include 'access characteristics such as severe obstructive or circumferential calcification, severe tortuosity, vessel diameters less than 5.5 mm (for size 20, 23 and 26 mm sapien 3/sapien 3 ultra transcatheter heart valve) or 6.0 mm (for 29 mm sapien 3 transcatheter heart valve) may preclude safe placement of the sheath and should be carefully assessed prior to the procedure'. Precautions include, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra transcatheter heart valve in tortuous/challenging vessel anatomies'. The training manual includes how to align the valve. No IFU/training deficiencies were identified. The complaints for difficulty advancing through sheath and sheath liner torn were confirmed based on evaluation of the returned device. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per evaluation of the returned device, the sheath shaft was curved and twisted. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per evaluation of the returned device, scratches were observed on the sheath shaft at the distal tip. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (i.e. Scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance, while patient factors (calcification, tortuosity) and/or procedural factors (valve caught on liner) may have contributed to the observed liner tear. The complaint for sheath distal tip torn was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, 'there was resistance when inserting delivery system through the sheath but the delivery system with the valve could exit the distal tip of esheath. Then, it was observed that the valve was damaged. It was tried to remove the valve through esheath but was not possible. Therefore, vascular surgery cut-down was performed. After the devices withdrawal, a sheath distal tip damage was observed since it was tried to retrieve the valve through the esheath.' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previously opened product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, evaluation of the returned device revealed sheath shaft curvature and scratches, which can be indicative of access vessel tortuosity and calcification, respectively. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Sharp calcified nodules can directly weaken the sheath tip making it more susceptible to damage as the delivery system with crimped valve is advanced through. In this case, a bent strut was noticed on the crimped valve after it exited the sheath tip, so the valve was attempted to be withdrawn back into the sheath tip. It is possible that the damaged valve got caught on the sheath tip during advancement and contributed to the torn tip. It may be possible that additional force applied during the withdrawal attempt could have also contributed to the torn tip. However, it is unknown whether the tip tore during advancement or withdrawal of the delivery system/valve through the sheath tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) and/or procedural factors (valve caught on sheath tip) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. The complaint for sheath distal tip split was confirmed per evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'it was observed that the valve was damaged. It was tried to remove the valve through esheath but was not possible. Therefore, vascular surgery cut-down was performed. After the devices withdrawal, a sheath distal tip damage was observed since it was tried to retrieve the valve through the esheath.' Per evaluation of the returned device, the sheath distal tip was observed to be split with stretching. The tip was also damaged with stress marks, scratches, and the liner at the tip was folded inwards and bunched towards the sheath hub, with partial delamination. These damages are likely a result of the difficulty withdrawing the valve with bent strut back into the sheath. Additional force applied to overcome the withdrawal difficulty may have further damaged the tip, leading to the observed tip split. As such, available information suggests that procedural factors (withdrawal of crimped valve with bent strut) may have contributed to the complaint event. A previously opened product risk assessment (pra) for both difficulty advancing through sheath and sheath liner torn apply to this event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A previously opened pra for sheath distal tip torn applies to this event. The pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same; the pra documents the potential for 'difficulty or inability to introduce delivery system and advance through sheath, prolonging procedure' which did occur during this event. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A pra for sheath distal tip split is not required since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. A previously opened corrective and preventative action (CAPA) applies to this event. The CAPA is closed. Corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, reducing gap distance variation. While the sheath from this complaint event was manufactured after the corrective action, the complaint occurrence rate did not exceed the control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis. A CAPA is not required for sheath distal tip split, difficulty advancing through sheath, or sheath liner torn as one is captured in the technical summary and the other because an edwards/ supplier defect which could have resulted in the complaint was not confirmed.

Event description:
As reported by our italian affiliates, during implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, during procedure, there was resistance when inserting delivery system through the sheath but the delivery system with the valve was able to exit the distal tip of esheath. It was then observed that the valve was damaged. The operator tried to remove the valve through esheath but it was not possible, therefore, vascular surgery performed a cut-down. After the devices were withdrawn, a distal tip damage to the sheath was observed. The patient had an external iliac dissection up to common femoral artery and two vascular stents and a patch were required. The patient was stable following the procedure. As per picture provided, frame damage was observed. Per the pre-decontamination observation, it was noted the sheath had a distal tip tear, distal tip split and liner torn.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for an update to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The product was returned; therefore, a product evaluation was completed. As the device was returned, visual inspection and dimensional testing were completed. Due to the nature of the complaint and condition of the returned device, no functional testing was able to be performed. The returned device was visually examined and the following was observed: sheath shaft curved and twisted. Liner fully expanded. Liner torn for 13cm in length, starting 7cm from distal strain relief. Distal tip open along axial scoreline. Distal tip torn radially along distal edge of liner. Distal tip split with stretching. Liner folded inwards and bunched towards sheath hub, with partial delamination at distal tip. Stress marks on hdpe at distal tip. Radial and slant score lines present at tip. Scratches on sheath shaft at distal tip and soft tip damaged. Procedural imagery was provided, and the following was observed: valve strut bent outwards on the inflow side of the valve after exiting the esheath+ distal tip. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for difficulty advancing through sheath and sheath liner torn were confirmed based on evaluation of the returned device. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per evaluation of the returned device, the sheath shaft was curved and twisted. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per evaluation of the returned device, scratches were observed on the sheath shaft at the distal tip. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (i.e. Scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance, while patient factors (calcification, tortuosity) and/or procedural factors (valve caught on liner) may have contributed to the observed liner tear. The complaint for sheath distal tip torn was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, 'there was resistance when inserting delivery system through the sheath but the delivery system with the valve could exit the distal tip of esheath. Then, it was observed that the valve was damaged. It was tried to remove the valve through esheath but was not possible. Therefore, vascular surgery cut-down was performed. After the devices withdrawal, a sheath distal tip damage was observed since it was tried to retrieve the valve through the esheath.' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to variable tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that variable tip expansion contributed to the experienced distal tip tear. Additionally, evaluation of the returned device revealed sheath shaft curvature and scratches, which can be indicative of access vessel tortuosity and calcification, respectively. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Sharp calcified nodules can directly weaken the sheath tip making it more susceptible to damage as the delivery system with crimped valve is advanced through. In this case, a bent strut was noticed on the crimped valve after it exited the sheath tip, so the valve was attempted to be withdrawn back into the sheath tip. It is possible that the damaged valve got caught on the sheath tip during advancement and contributed to the torn tip. It may be possible that additional force applied during the withdrawal attempt could have also contributed to the torn tip. However, it is unknown whether the tip tore during advancement or withdrawal of the delivery system/valve through the sheath tip. As such, the failure mode may be related to variable tip expansion and/or patient factors (calcification, tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. The complaint for sheath distal tip split was confirmed per evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'it was observed that the valve was damaged. It was tried to remove the valve through esheath but was not possible. Therefore, vascular surgery cut-down was performed. After the devices withdrawal, a sheath distal tip damage was observed since it was tried to retrieve the valve through the esheath.' Per evaluation of the returned device, the sheath distal tip was observed to be split with stretching. The tip was also damaged with stress marks, scratches, and the liner at the tip was folded inwards and bunched towards the sheath hub, with partial delamination. These damages are likely a result of the difficulty withdrawing the valve with bent strut back into the sheath. Additional force applied to overcome the withdrawal difficulty may have further damaged the tip, leading to the observed tip split. As such, available information suggests that procedural factors (withdrawal of crimped valve with bent strut) may have contributed to the complaint event. A previously opened corrective and preventative action (CAPA) applies to this event. The CAPA is closed. Corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, reducing gap distance variation. While the sheath from this complaint event was manufactured after the corrective action, the complaint occurrence rate did not exceed the control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis. A CAPA is not required for sheath distal tip split, difficulty advancing through sheath, or sheath liner torn as one is captured in the technical summary and the other because an edwards/ supplier defect which could have resulted in the complaint was not confirmed.